Event description:
It was reported that high capture threshold was observed on the ventricular device during an in-clinic follow-up. The device was reprogrammed to resolve the event and the patient was in stable condition.